Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed stuck button alarm several times. The customer stated that the buttons of the insulin pump get stuck. The customer pushed the up and down buttons pump the device would not respond. The caller also reported that the numbers were ramping on their own. The scroll bar was moving with no input from the customer. The customer stated that the device was not exposed to any change in altitude. The customer stated that the buttons would get stuck at random time at work. The customer stated that they had high blood glucose due to the stuck button issue. The customer stated that they would leave the device alone for an hour, then treat the high blood glucose with a bolus using the insulin pump. The customer did not provide a specific values for the high blood glucose incidents. The customer's blood glucose was 160 mg/dl at the time of the phone call. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed leak test. The device was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. No display ramping on its own noted. The device powered up properly after battery installation. The device was received with operating currents within specification; it passed self, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The device was received with minor scratches on case and minor scratches on lcd window.